Event description:
Patient's wife reports that they are placing the vyalev medication in the syringe but it is not going through and no medication coming out. No error codes showing. Pump is on but not working. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Vyalev dose/frequency: administer the contents of 1 vial under the skin for up to 24 hours each day. Continuous dose: 0.35ml/hr (0.29-0.38ml/hr), extra dose: 0.15ml/hr. Parkinson's disease.